Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump was hot to the touch while charging. Customer reported being unable to charge to 100% as pump would get too hot. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to blood glucose.